Event description:
It was reported that a patient was pressing the button to turn the implantable neurostimulator (ins) on and was getting the no communication screen. It was noted that the patient had needed to adjust the device for the past couple of days and now when she tried to adjust, it wouldn¿t and she saw the question mark. It was reported that the patient¿s symptoms had returned and the last couple of weeks it had gotten gradually worse but the patient could feel that the device was on. The reporter stated that the patient tried synching again and it came up. It was reported that the patient was at 3.1 and didn¿t see a check mark on any of the programs but saw it was on program 3. It was noted that the she didn¿t see the lightning bolt. It was reported that the patient tried to synch again but was again getting the no communication screen. The reporter stated that stimulation was on and off for a couple of weeks and the last day or two the patient was not feeling any stimulation. It was noted that the patient hadn¿t had the ins checked since implant and the battery life showed half full. It was reported that the patient synched and pushed the power button and stimulation came on ¿really strong.¿ the patient decreased stimulation and now when she pressed the down button it wouldn¿t decrease, it just had the device icon. It was noted that the patient turned the ins off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v612887, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).